Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-11873. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ proxi catheters and an angiojet® ultra system console were selected for a thrombectomy procedure in the left arm fistula. The first catheter would not prime past 12 seconds. The second catheter primed. Aspiration was initiated for 20 seconds; however the device stopped and a check saline supply error message was displayed. The device appeared to be leaking from the base of the pump. The third catheter would not recognize the saline and displayed a "check saline" message and was unable to be primed. The procedure was completed with a balloon. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the product was received in fair condition with no visible damage observed. The unit passed the functional test. The unit primed successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-11873. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ proxi catheters and an angiojet® ultra system console were selected for a thrombectomy procedure in the left arm fistula. The first catheter would not prime past 12 seconds. The second catheter primed. Aspiration was initiated for 20 seconds; however the device stopped and a check saline supply error message was displayed. The device appeared to be leaking from the base of the pump. The third catheter would not recognize the saline and displayed a "check saline" message and was unable to be primed. The procedure was completed with a balloon. There were no patient complications and the patient's condition was fine.